Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was creased. Customer's blood glucose (bg) was 251 mg/dl. Customer delivered a correction bolus via pump to address bg. A supply change was performed to resolve the issue.